Event description:
The husband of a (B) (6) female pt stated that his wife had been in the hospital and they had just brought her home. He placed a battery pack in the battery charger and the charger had the battery with the slash through it symbol illuminated. He also stated that it would not power up the monitor. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device eval battery pack (B) (4) has been completed. The battery pack would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unk substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.